Manufacturer narrative:
(B)(4). The analysis results found that two additional devices were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with one malformed clip jammed in the jaws; however, it could not be determined what may have caused this finding. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips would not hold on the vessel and the jaws appeared damaged and would not close when firing. Another device was pulled off of the shelf and used to complete the case with no patient consequence.